Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft and an afx vela suprarenal proximal extension. Approximately three (3) years post initial procedure, the patient presented at routine follow-up with a possible type ib or iiib endoleak (indeterminate origin). The physician plans to re-intervene and surgery has been scheduled. Patient is reportely in stable condition.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft and an afx vela suprarenal proximal extension. Approximately three (3) years post initial procedure, the patient presented at routine follow-up with a possible type ib or iiib endoleak (indeterminate origin). The physician plans to re-intervene and surgery has been scheduled. Patient is reportedly in stable condition. Additional information: the physician elected to treat the patient by implanting an additional afx2 bifurcated stent graft on (B)(6) 2022. A possible type iiib endoleak in the distal portion of the bifurcated device was noted per angiogram. The endoleak was successfully resolved and the patient tolerated the procedure well.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported afx2 type iiib endoleak (of the distal portion of the bifurcated stent graft) and additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. No procedure-related harms were identified. Device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient status was reported as discharged home on postoperative day one. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: b2 outcomes attributed to ae. B5 describe event or problem . G3 awareness date . H6 health effect - clinical code; remove 1924. H6 health effect - impact code; remove 4614. H6 medical device problem codes; remove 3190. H6 investigation finding codes; remove 3233. H6 investigation conclusion codes; remove 11.